Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the mtm and performed failure analysis. During visual inspection, it was found that the grip spring was inoperative. The outer grip spring, inner grip spring, and grip lever will be replaced. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hand control was not springing back open on the right master tool manipulator (mtm). The customer was continuing with case on the other surgeon side console (ssc). The ssc was connected to the vision side cart (vsc) from system sk1735. The procedure was completed as planned with no reported injury.